Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_pump, serial #: unknown, product type: pump. Product ID: neu_unknown_pump, serial #: unknown, product type: pump. Other relevant device(s) are: product ID: neu_unknown_pump, serial/lot #: unknown. Product ID: neu_unknown_pump, serial/lot #: unknown. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. Citation: hwang r.s., sukul v., collison c., prusik j., pilitsis j.g. 2018. A novel approach to avoid baclofen withdrawal when faced with infected baclofen pumps. Neuromodulation 2018; e-pub ahead of print. Doi: 10.1111/ner.12873. (B)(4). These events are reported on one MDR due to no patient identifier. If information is provided in the future, a supplemental report will be issued. (B)(6).

Event description:
Summary: here, we describe a technique of continuing it baclofen when urgent pump removal is needed. Specifically, we remove the infected pump. Then using a new or existing lumbar drain based on extent of infection, we reconnect the pump after cleaning with betadine and administer therapy externally during it weaning. Reported events: event 1: four patients had their system explanted due to infection. Signs and symptoms included erosion, erythema and/or drainage, and fever. Laboratory values revealed elevated complex regional pain, esr, and white blood cell count and CT imaging was suggestive of abscess. After induction, the patient was positioned lateral to expose both the pump pocket and the posterior midline incision. The healthcare provider first explanted the it pump, and then explored the midline lumbar incision and inspected the lumbar catheter. The removed pump was cleaned using betadine followed by a bacitracin/saline solution, connected to the catheter using the pump connector and kept in a pocket in the patient¿s abdominal binder. After the operation was completed, the hcp placed the patient on broad-spectrum of antibiotics until cultures were returned, prior to narrowing coverage. The it baclofen dose delivered by the pump was decreased by 20% immediately post procedure and the system reprimed. The hcp kept the patient admitted for observation in a stepdown unit. Oral baclofen and benzodiazepines were titrated up each day as tolerated as the pump was turned down by 20¿50% each day. Spasticity and somnolence guided titration. The hcp continued to wean the it baclofen dose down until they reached an it dose of 50 g/day. The catheter and remainder of the pump system were then removed at bedside. Exit wounds were sutured to prevent csf leakage. The patient did not experience any withdrawal symptoms, other than mild increases in spasticity while balancing the titration with oral dosing. A (B)(6) male with a pump implanted for quadriplegic spasticity had their system explanted due to infection. It was noted the baclofen pump dose prior to removal was 550 ug/day. The patient was weaned for five days and the post-op oral dose was 10 mg qid (40mg). It was noted there were no adverse events and the results of the culture was propionibacterium acnes. There were no complications and the pump was not re-implanted. The patient was followed up for 1 month and then due to medical issues proceeded to comfort care. A (B)(6) male with a pump implanted for a spinal cord injury and spasticity had their system explanted due to infection. It was noted the baclofen pump dose prior to removal was 255 ug/day. The patient was weaned for five days and the post-op oral dose was 10 mg tid (30mg). It was noted there were no adverse events and the results of the culture was pseudomonas aeruginosa. There were no complications and the pump was re-implanted after 47 days. The patient was followed up for 25 month. A (B)(6) female with a pump implanted for a diplegic spasticity had their system explanted due to infection. It was noted the baclofen pump dose prior to removal was 820 ug/day. The patient was weaned for seven days and the post-op oral dose was 10 mg tid (30mg). It was noted there were no adverse events and the results of the culture was staphylococcus epidermidis. There were no complications and the pump was re-implanted after 14 days. The patient was followed up for 33 month. A (B)(6) male with a pump implanted for a spinal cord injury and spasticity had their system explanted due to infection. It was noted the baclofen pump dose prior to removal was 280 ug/day. The patient was weaned for six days and the post-op oral dose was 20 mg qid (80mg). It was noted there were no adverse events and the results of the culture was pseudomonas aeruginosa. There were no complications and the lower extremity spasticity was reasonably controlled on oral antispasmodics so the pump was not re-implanted. The patient was followed up for nine month. Event 2: a (B)(6) male with a pump implanted for a spinal cord injury and spasticity had their system explanted due to infection. It was noted the baclofen pump dose prior to removal was 97.8 ug/day. The patient was weaned for eight days and the post-op oral dose was 25 mg tid (75mg). It was noted there were no adverse events and the results of the culture was (B)(6). There were no complications and the pump was re-implanted after 56 days. The patient was followed up for 33 month. Signs and symptoms included erosion, erythema and/or drainage, and fever. Laboratory values revealed elevated complex regional pain, esr, and white blood cell count and CT imaging was suggestive of abscess. After induction, the patient was positioned lateral to expose both the pump pocket and the posterior midline incision. The healthcare provider first explanted the it pump, and then explored the midline lumbar incision and inspected the lumbar catheter. The removed pump was cleaned using betadine followed by a bacitracin/saline solution, connected to the catheter using the pump connector and kept in a pocket in the patient¿s abdominal binder. After the operation was completed, the hcp placed the patient on broad-spectrum of antibiotics until cultures were returned, prior to narrowing coverage. The it baclofen dose delivered by the pump was decreased by 20% immediately post procedure and the system reprimed. The hcp kept the patient admitted for observation in a stepdown unit. Oral baclofen and benzodiazepines were titrated up each day as tolerated as the pump was turned down by 20¿50% each day. Spasticity and somnolence guided titration. The hcp continued to wean the it baclofen dose down until they reached an it dose of 50 g/day. The catheter and remainder of the pump system were then removed at bedside. The hcp removed all catheters including ones that they felt were not infected during the operation (i.e. Any preexisting catheters that were left in place). Exit wounds were sutured to prevent csf leakage. The patient did not experience any withdrawal symptoms, other than mild increases in spasticity while balancing the titration with oral dosing. The patient did not have any recurrent infections. Event 3: two patients that were new implants that had infections underwent complete removal after the infection. Signs and symptoms included erosion, erythema and/or drainage, and fever. Laboratory values revealed elevated complex regional pain, esr, and white blood cell count and CT imaging was suggestive of abscess.